Event description:
The customer received a questionable glucose hk result for one patient sample. The initial result was 343 mg/dl and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2013 with a result of 103 mg/dl. Another sample from the patient which was drawn at the same time was sent out for testing and the result was in the high 90s. The customer could not provide the specific result. The repeat result was believed to be correct. It was unknown if the patient was adversely affected. The glucose reagent lot number was 66711301 with an expiration date of 10/31/2013. The field service representative determined probe c was giving intermittent "clot detect" errors on non-clotted sample. He determined the clot detect sensor was not functioning properly which caused a clot to be dispensed in reaction cell causing elevated result. He replaced probe c and replaced probe c clot detection sensor. He ran calibration, precision and performance testing which was within specifications. He verified the system initialized with no alarms. The customer ran qc with expected results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.